Event description:
It was reported that impedance testing found impedances ¿>3600 ohms¿ with the patient¿s device. It was further reported that electrodes 9, 10, and 12-15 all showed impedances greater than 3600 ohms. It was stated that at the time of report the patient was programmed with ¿9+, 10-, and 11+¿ and had their stimulation set to 10.1 volts. It was additionally stated the patient felt mild stimulation in both legs and nothing in his back. It was clarified that the patient felt stronger stimulation in his left leg when compared to the right. It was noted the patient desired the stimulation to cover his lower back and bilateral leg pain. It was stated the patient had never had his lower back pain covered. Additional reprogramming was completed and it was reported the top electrode of the lead stimulated the patient¿s diaphragm. The patient was first programmed to 8- and 11+ and reported feeling stimulation in the ribs and a little in both legs. After reversing the polarity to 8+ and 11- the patient reported the same feeling and that he could not breathe. It was reported the patient could not recall any falls or traumas. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 37754, serial# (B)(4), product type: recharger; product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4).